Event description:
It was reported that a balloon rupture occurred. The 100% stenosed target lesion was located in the moderately tortuous and severely calcified superficial femoral artery. A 6.00mm/2.0cm/135cm peripheral cutting balloon was selected for use. During the procedure, at fifth inflation, it was noted that the balloon ruptured at below 10atm within 30 seconds. The device was simply pulled out from the patient's body. The procedure was completed with another of same device. No complications were reported and patient was in good condition post procedure.